Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had difficulty activating the safety device noted during use.

Manufacturer narrative:
Investigation: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had difficulty activating the safety device noted during use.